Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 9. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur. The customer was informed to call back if the issue arises again and acknowledged the guidance provided.